Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that their device was implanted for frequency but was not working efficiently for their symptoms. Their bladder had deteriorated so much; this was stated to have occurred probably 15 years ago. Their bladder was removed in (B)(6) 2005. Since they no longer had a bladder, they wanted to get their device explanted. This device was deactivated when they had their scs device implanted. The patient reported they had pain at their implantable neurostimulator (ins) site. The patient stated that their implant was superficial and caused pain in the right and left butt cheeks. It was also noted by the patient that it hurts to move. The patient was scheduled to have their ins explanted (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.